Manufacturer narrative:
No product evaluation was performed since the graft remained implanted. A review of the device history records indicated that the graft wa processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. One product coated on the same day than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. A product from the reserve sample, collagen coated the same day than the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.

Event description:
Patient underwent a bilateral femoro-popliteal bypass. During surgery, it was reported a graft oozing. The oozing was stopped after topical thrombin and protamin were administered to the patient. Graft remained implanted in the patient.